Event description:
It was reported that the pt received emergency room treatment for elevated blood glucose levels.

Manufacturer narrative:
The pump has not been returned to animas for eval. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. A review of the pump history indicated that the pump emitted an occlusion alarm at 10:30 pm. The family stated that the alarm was not heard and acted upon until 3:00 am. The pt was therefore without insulin for approximately 4.5 hours. The pt has continued to use the pump with no reported subsequent events.